Manufacturer narrative:
Additional information was received indicating there was no patient involvement; the reported issue was found during testing.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy plus 6500 pump. Device arrived in good physical condition when visually inspecting outer aspect. Event log was unable to be download. Evaluation and tests were done to duplicate complaint of error 1871. The motor was activated and error code 1871 was duplicated, along with battery depleted. The malfunction was isolated to motor needing replacement. Actions taken to replace motor and device passed all functional and delivery testing. Unknown what caused event, other then repairs needed with motor.

Event description:
Final report as device investigation has been completed and will be updated.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed error code 1871. No adverse effects were reported.